Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent for an unknown surgery. During the surgery the point of torque driver final tightener device spinning in single innies set screw head. The surgery was completed successfully without delay. There was no fragment generated. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1)single-inner setscrew. This is report 2 of 2 (B)(4).